Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. Should additional information be received, an updated report will be submitted. Zimmer ref number (B)(4).

Event description:
It was reported that at 2-year follow-up check, the pt complained of moderate pain in the lateral and medial thigh at rest. It is also reported that both knees and lumbar spine of the pt is being affected.